Event description:
The following was alleged by the patient's attorney: (B)(6)2009: the patient underwent an epigastric hernia repair. A bard/davol ventralex was implanted in the patient during this repair. (B)(6)2016: the patient underwent removal of the bard mesh. The patient's attorney alleges the patient continues to suffer pain and permanent disfigurement and chronic pain. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment. Addendum per medical records provided by the patient's attorney: (B)(6)2009 the patient was diagnosed with an incarcerated epigastric hernia and underwent repair with implant of a bard/davol ventralex mesh (device 1). (B)(6)2016 the patient presented to hospital ER with complaints of abdominal pain, non-bloody emesis overnight and was diagnosed with an incarcerated hernia and bowel obstruction. Patient underwent an exploratory laparotomy, lysis of adhesions, partial omentectomy, excision of sac, explant of the bard/davol ventralex mesh (device 1), repair of umbilical hernia, repair of supraumbilical large recurrent ventral incision hernia causing bowel obstruction and a reduction of small bowel. Per the operative report details, "in the lower end, the previously implanted mesh was in the way of this incision, and we had to cut into it to free up the small bowel. Hence, the previously placed path (device 1) which was possibly covered in this area but no longer in the hernia had recurred above the previously placed patch. The patch was explanted, seemed about 5 cm round, composix patch (device 1). Palpated from inside, saw a small umbilical hernia. Repaired from outside, used prolene suture." (B)(6)2018 the patient presented to the hospital ER with complaints of abdominal pain, nausea, vomiting and was diagnosed with a ventral hernia without obstruction or gangrene. (B)(6)2018 the patient underwent a laparotomy, extensive lysis of adhesions and repair of recurrent ventral hernia with implant of a bard/davol ventrio st mesh. Attorney allegations: alleged outcomes attributed to device: adhesions, bowel/.intestinal obstruction, recurrence, pain and suffering. Attorney alleges "patient experienced scarring and additional surgery to address issues he was having, including pain and burning which affected his ability to perform ordinary task. Patient suffered obstruction. Experiences weakness in his stomach area and discomfort in his abdominal area."

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. H11: this is an addendum to the initial emdr to document information provided via patient medical records and additional outcomes alleged by the patient's attorney. Based on medical records provided the "recurrence" was a new hernia located above the hernia previously repaired with the bard mesh. During repair of the new hernia the bard mesh was incidentally explanted as it was in the way of the new incision. Additionally, the ¿adhesions¿ indicated in the medical records were found two years post explant of the bard mesh. However, adhesions and recurrence are known inherent risks of surgery and are identified in the adverse reactions section of the instructions-for-use as possible complications. Based on the medical records provided, there is no indication of an issue with the bard mesh used to treat the patient hernia. This emdr represents the ventralex mesh (device #1). There is no indication, per the medical records of an adverse event involving the ventrio st mesh. Updated fields: a2, a4, b4, b5, b6, b7, g1, g4, g7, h2, h6, h11. Note: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned.

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. To date no medical records have been provided. The attorney alleges the patient underwent an additional surgery to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent an epigastric hernia repair. A bard/davol ventralex was implanted in the patient during this repair. On (B)(6) 2016: the patient underwent removal of the bard mesh. The patient's attorney alleges the patient continues to suffer pain and permanent disfigurement and chronic pain. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability and impairment.